Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. There were non-sustained right ventricular (rv) oversensing episodes noted. Patient was asymptomatic. When the patient was seen in clinic, the lead noise could be reproduced with coughing but not with arm maneuvers. Noise appeared to be due to myopotential oversensing. Programming changes were performed. Issue was resolved.